Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated unstable left ventricular (lv) lead thresholds. The analyst indicated that thresholds ranging from 0.5 volts to 4.5 volts were noted from may to (B)(4) of 2015, after which threshold became immeasurable. (B)(4).

Event description:
It was further reported that the patient exhibited heart failure seven weeks after the lead was programmed off. A chest x-ray revealed that the lead was completely: pulled back" into the pocket. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 5076-52, lead and product ID: 407645, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient was experiencing discomfort and right-sided pocket muscle stimulation. A loss of capture and high thresholds were noted on the left ventricular (lv) lead. The lead was programmed off and a chest x-ray and lead revision are planned. No patient complications have been reported as a result of this event.